Event description:
A complaint was received from a customer that reported that they became unconscious and the paramedics did a blood sugar test with the customer's elite system. They received a result of 128 with the customer's glucometer elite but when they tested with their meter (method unk) they received a result of 35mg/dl. Pt was transported to the hosp where their blood sugar was reported as still low. No specific value was given. While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was using reagent lot number 2b05jj with an expiration date of 8/2003. The customer did not have a control solution to continue the testing. A request was made to return the entire system for evaluation. In the meantime, a replacement system was provided.